Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead moved within four months after implant. The physician thought a larger lead would better suit the patient anatomy. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 implantable pacing lead, (B)(6) 2013; 6725 implantable adaptor, (B)(6) 2013. (B)(4).